Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported a box of x-ray detectable sponges had 9 instead of 10 sponges inside.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 18j171062 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. For sterilized products, the DHR and the sterilization documents undergo further review prior to release. Sixty one (61) samples were returned for evaluation. After opening all 61 of the trays, all sponge counts for each tray was 10 sponges. The reported issue was not observed from the samples. The reported customer complaint could not be confirmed. A root cause could not be determined. A CAPA is currently open to investigate and address the reported issue. A quality alert was also provided to personnel to heighten awareness of the reported complaint. This complaint will be used for tracking and trending purposes.